Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an irregular heart rhythm. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging poor sleep and lack of oxygen, leading to irregular heart rhythm related to a CPAP device's sound abatement foam. The patient was hospitalized and needed medication or heat shocking in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Power was supplied to the device, and able to confirm that the device powers up and provides airflow using a known good power supply. The machine has 7853.4 hours logged and 7853.4 blower and 7659.8 therapy hours. 0 errors were logged. (B)(4). Dirt/dust contamination was observed on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box, blower, control dial, blower outlet seal, blower grommet, p4 power connector. Hair like substance on blower and blower grommet. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes that they could not confirm the customer's allegation and confirmed the presence of degraded sound abatement foam, dust/dirt contamination in the airpath, likely from a source external to the device. Section h6 updated in this report.